Event description:
It was reported that a closure of the right common femoral artery was attempted using a proglide device after a watchman device interventional procedure. Reportedly, the suture did not take; it unraveled. Four additional proglide devices were used with the same results. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It was reported that a closure of the right common femoral artery was attempted using a proglide device with a 12f sheath. As per the indication for use, the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the use of the proglide devices in a 12f access site after the procedure. Per the instructions for use-for sheath sizes greater that 8 fr, as least two devices and the pre-close technique are required the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.